Event description:
It was reported that the implant did not fit and there was a gap present.

Manufacturer narrative:
Correction: d9 the implant fitting issue was confirmed through the provided post-operative image. Stryker's custom design team analyzed the complaint and found the implant was designed correctly per specifications (B)(4). The design proposal required removal of calcifications, hardware, and bone fragments before implant insertion. However, post-op scans showed some fragments were still present, causing the implant to sit on one. This discrepancy in surgical segmentation from the design led to an imperfect fit, possibly causing a gap as reported by the surgeon. The peek implant met design specifications, and no device-related issues were found. The only complication was a 30-minute surgical delay for implant recutting, with no other adverse effects reported. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant did not fit and there was a gap present.